Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a scan error message after a day of wearing the adc freestyle libre sensor and was therefore unable to test. Customer experienced symptoms described as "feeling weird, sweating" and lost consciousness. Customer was able to treat himself with sugar provided by a non-hcp. There was no report of death or permanent impairment associated with this event.